Event description:
The customer reported via phone call that they received a button error alarm. Customer also stated the keypad was unresponsive on the insulin pump. It was also found the insulin pump was scrolling. Customer also stated a battery out limit alarm occurred after the battery was replaced. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened up (creased) button dome switch. There was no button error alarm. The insulin pump passed the displacement test, operating currents, self-test and off no power test. There was no battery out limit alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, and reservoir tube lip.